Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2007. Patient experienced debilitating pain and discomfort in hip that is constant and continues daily, thereby interfering with his ability to perform activities of daily living. Additionally, patient has excessive levels of chromium and cobalt. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/26/2015 medical records received. Upon revision, murky fluid, inflammation, and metallosis were noted. The information received does not change the MDR decision. This complaint was updated on 03/31/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update - added additonal products x2 - stem and sleeve, added sales rep details, revision date, additional surgeon, legal details, patient height and weight. Taken from der dated 11th feb 2015 - (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.